Event description:
On (B)(6) 2020, patient father called in to state tubing had broken right above the luer lock connection around 2:30 pm. A nurse was sent to the home and a new bag was hung at 4:20 pm. (No tubing was retrieved). On (B)(6) 2020, the same scenario occurred with the father calling in at 7:30 am and a nurse was sent to the home and new bag hung at 9:20 am. (No tubing was retrieved). FDA safety report ID# (B)(4).